Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali femoral filter delivery system was returned for evaluation. The sheath was attached to the storage tube. The touhy-borst was returned tight. It was observed that the pusher catheter had been inserted into the introducer sheath. The introducer sheath, pusher catheter, and pusher wire were returned with a complete circumferential break near the introducer sheath hub and were detached from the rest of the delivery system. The distal tip of the storage tube was inserted into the proximal end of the introducer sheath hub, but was not attached. The storage tube and introducer sheath also exhibited diagonal scratches which are likely due to the filter feet passing through. No other anomalies were noted. Functional/performance evaluation: the introducer sheath hub was sliced open longitudinally. No gaps or flash were identified between the hub and the sheath. No other anomalies were located on the returned device. The filter was removed from the sheath and visually examined. The filter exhibited 6 arms and 6 legs present and intact. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for partial deployment, as the filter was returned partially deployed inside the introducer sheath. Additionally, the investigation is confirmed for failure to advance based on the skiving identified within the introducer sheath and the storage tube. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, difficulties advancing the filter through the deployment sheath were reported, as the filter could not be deployed; therefore, the filter and delivery system were exchanged over the guide wire for a new filter system that was prepped and deployed successfully. There is no reported patient injury.